Manufacturer narrative:
The insulin pump alarmed button error and had no button response due to corroded keypad traces. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to no button response. The insulin pump had a scratched display window, cracked case at display window corner and cracked reservoir tube lip.

Event description:
Customer reported hospitalization due to blood glucose levels. Customer feels that the insulin pump was responsible. Customer was hospitalized for one week. Nothing further reported.